Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator's (epg) atrial output was out of specification. The epg passed incoming testing. It was indicated that multiple wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial output was out of specification during testing. The epg was returned for service. There was no patient involvement.